Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited increased in power consumption. Boston scientific technical services (ts) stated it was just a little higher than normal and will submit to engineer for further evaluation. Furthermore, ts suggested to consider disabling signal artifact monitoring (sam) and turning off minute ventilation (mv). This device remains in service. No adverse patient effects were reported.